Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
According to the customer report, agency and hospital staff found ink splatter prior to use.